Event description:
Being hospitalized for dka. It was reported that customer was tired and vomitting prior to hospitalization. Customer stated that she was trevelling b y car to st. Paul prior to hospitalization. Troubleshooting performed and pump appeared to be operating normally.